Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-05096 / 05098 / 04948 ).

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately seven years post-implantation due to elevated metal ion levels and pseudotumor formation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative report noted during the procedure, the presence of fluid was noted. The femoral head was removed and replaced, and an active articulation bearing was also implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The right side was not revised.